Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt was made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded, monofocal intraocular lens (ar40e) encountered an issue during the procedure, the back haptic of the lens ripped off as it was being advanced in the cartridge. The product had patient contact, the lens was partially inserted into the patient's left eye. It was indicated that the device did not cause or contribute to the event. The procedure was completed with a backup lens of the same model and diopter. There were no intraoperative issues such as capsule tear, incision enlargement, sutures, or unplanned vitrectomy. No additional medications beyond standard care were required. The patient was reported to be stable post operation. No further information provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 13, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was torn into three pieces and coated in viscoelastic residue. The lens pieces were cleaned revealing that the lens was scratched. No further evaluation was performed. The complaint issue "haptic detached" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion base on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision inc. Has been submitted.